Manufacturer narrative:
Concomitant medical products: 250 ml baxter bag ndc 0338-0049-02, lot: y224154, exp: jul 18; 09.% nacl injection. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that during a herceptin infusion the secondary set leaked. The secondary set was changed and the leak continued. The nurse then changed the primary tubing and subsequently the leak stopped. Other than delay in therapy, there was no report of patient harm.

Manufacturer narrative:
The customer¿s report of fluid leaking from a texium-bonded tubing set while attached to a primary set was not confirmed. Visual inspection of the set did not reveal any discernible damage to the tubing set. Microscopic inspection of the smartsite valve just above the pump segment revealed a sharp upturn at the top edges of the smartsite threading. This condition is indicative of over-torque occurring while connecting the texium valve of a secondary set to the smartsite of a primary set. Functional and pressure testing resulted in no leaking while draining. The root cause was not identified.